Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported impactor head fractured while surgeon was using it. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product/provided pictures identified strike marks on the strike plate and light damages such as nicks and scratches. Inspection confirms the impactor pad has fractured and all the pieces were returned. Part and lot verified. Product sent to sem for further analysis: the fracture likely initiated at the thread interface. Fracture surface artifacts of hackle marks and river lines, coupled with the approximately 45 degree fracture plane, suggest torsional overload fracture, possibly associated with overtightening. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Reported event is not related to a combination of products; therefore a compatibility review is not applicable. Review of complaint history identified additional similar complaints for the reported item(s) and no additional complaints for the reported part and lot combination(s). Complaints are monitored through monthly complaint review (reference sop040001 and wi040015) in order to identify potential adverse trends. Medical records were not provided. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event.

Event description:
No further event information available at the time of this report